Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. Clear passage and underwater pressure test were performed with no issues noted. No defect was observed that generated no flow and all components are correctly placed according to specifications. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four hours after starting patient infusion of norepinephrine 100mcg/min with a clearlink solution set, the patient experienced hypotension, reported as ¿the patient¿s blood pressure began to drop¿. The blood pressure dropped to 60/30 mmhg with an increase in flow at 1000 mcg/min. The blood pressure before the event was 100/50 mmhg with norepinephrine infusing at 14 mcg/min. The nurse noted that no drips were falling from the drip chamber even though the pump was showing on the infusion screen that it was still running. The infusion was disconnected from the patient and a new bag, set and pump were set up and started. It was reported the patient¿s post event blood pressure was ¿normal¿ 108/50 mmhg after norepinephrine 10 mcg/min, ¿bolus¿ and the patient returned to the ¿pre-event¿ state¿. No additional information is available.